Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A non-bsc guidewire crossed the lesion, intravascular ultrasound (ivus) was performed to check a previously implanted stent in the proximal to mid lad. The lesion was predilated with a 7.5x13 non-bsc balloon catheter then ivus check was done again to confirm the end of calcification in the lesion. Then, a 2.50x32mm synergy¿ drug eluting stent was advanced over the guidewire. However, the device became stuck in the middle portion of the previously implanted stent. Another non-bsc guidewire was placed and the stent was attempted to be placed, but it was stuck in the same area. Upon checking with ivus and angiogram, it was found that the stent was stretched. The device was checked again and it was noted that the stent was separated from the balloon. The dislodged stent was immediately captured by a non-bsc snaring device and was removed from patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the sds and was attached to a snare device; the stent was damaged the entire length with stent struts stretched. Stent dislodgement and damage most likely occurred when the stent got caught by the previously implanted stent and got dislodged from the sds. A visual examination of the bumper tip showed signs of damage at the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the balloon which is evident that the stent was crimped to the balloon prior stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A non-bsc guidewire crossed the lesion, intravascular ultrasound (ivus) was performed to check a previously implanted stent in the proximal to mid lad. The lesion was predilated with a 7.5x13 non-bsc balloon catheter then ivus check was done again to confirm the end of calcification in the lesion. Then, a 2.50x32mm synergy¿ drug eluting stent was advanced over the guidewire. However, the device became stuck in the middle portion of the previously implanted stent. Another non-bsc guidewire was placed and the stent was attempted to be placed, but it was stuck in the same area. Upon checking with ivus and angiogram, it was found that the stent was stretched. The device was checked again and it was noted that the stent was separated from the balloon. The dislodged stent was immediately captured by a non-bsc snaring device and was removed from patient's body. The procedure was completed with another of the same device. No patient complications were reported.